Manufacturer narrative:
Reported event of high impedance could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including impedance measurements, found no anomaly contributing to reported event of high impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. It was noted that the pacemaker exhibited high pacing impedance when the pocket was partially closed after the ventricular lead was connected. The ventricular lead pacing impedance was normal when tested with a pacing system analyzer. The pacemaker was explanted and replaced. The patient was in stable condition.